Event description:
A customer was using the product for 3 weeks when he "woke up with very low blood glucose ." He went to the hospital due to hypoglycemia and his hcp recommended that his basal rate be cut in half from 1.20 to 0.60. The customer's spouse called to get assistance with entering the new basal rate into the pdm. It is unclear whether the customer went to the ER or was hospitalized. The product will not be returned for eval.

Manufacturer narrative:
The product was not returned for eval - we are unable to confirm any product malfunction that would have caused or contributed to the customer's low blood glucose. The doctor's recommendation to lower the customer's basal rate by 50% is a strong indication that the basal rate setting may have been a contributing factor to causing the hypoglycemia. The omnipod's user guide highlights that having an incorrect basal program is a possible cause of hypoglycemia and it suggests to confirm that the correct basal program is active, confirm that pdm time is set correctly and to consult with hcp about adjusting basal programs or using a temporary basal rate. No lot records can be reviewed no number was provided.